Manufacturer narrative:
Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced a missing tubing clamp. The following information was provided by the initial reporter: material no: 383512 batch no: 0321480 . Several nexiva catheters did not have clamp on the pre-established extension sets.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced a missing tubing clamp. The following information was provided by the initial reporter: material no: 383512, batch no: 0321480. Several nexiva catheters did not have clamp on the pre-established extension sets.